Event description:
Customer reported a low advia centaur xp tobramycin peak sample result that was questioned by the physician. Upon repeat testing of the same sample, the result was higher and in agreement with the patient's clinical picture. A trough sample drawn from the same patient result was as expected. The patient was not treated based on the initial result. There are no reports of adverse health consequences based on the initial low advia centaur xp tobramycin result.

Manufacturer narrative:
The peak sample was a green top, no gel microtainer tube. The sample was spun in a microtainer centrifuge at a lipoclear setting (less than 60 seconds.) No red cells were observed in the sample. The sample was transferred to a siemens sample tube for testing. The repeat testing used the same sample transferred to a siemens sample cup. The trough sample was also drawn into a green top-no gel microtainer tube and transferred to a siemens sample tube for testing. No conclusions can be drawn regarding sample handling. The cause of the non-reproducible advia centaur xp tobramycin result is unknown. Siemens field service engineer went on site and performed a precision study. All %cvs were low and all controls on all assays were in range. The system is performing within specification. No further investigation is required.